Manufacturer narrative:
(B)(4). Date sent: 04/18/2023. D4: batch # 851a57. D10: lot # 624a70. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined, that one pse60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received partially fired 1/16, with 1 double driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side, and damage was observed on the proximal of the reload deck. The device was tested for functionality in the straight position with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple release criteria. It is possible, that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan and cause the damage on reload deck. Dislodgement, as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 851a57. And no non-conformances were identified.

Event description:
It was reported, that the pump time was incorrect, cause was unknown. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.